Manufacturer narrative:
(B)(4). The customer provided two images of a used radial artery (ra) catheterization device and a lidstock for analysis. Visual analysis of the two images revealed that the needle cannula had completely separated from the needle hub. The customer returned one unused arterial catheterization device for analysis. Initial analysis revealed that the returned sample was not the same device shown in the customer supplied photos and appears to be a representative sample. Visual analysis of the representative sample did not reveal any defects or anomalies. Microscopic analysis revealed that the needle hub was completely recessed inside the needle hub. Additionally, no signs-of-use were observed. The representative sample met all relevant dimensional specs. A manual tug test confirmed that the needle cannula was secure within the needle hub. The guide wire was passed through the needle cannula with little to no resistance. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel". The report of an arterial needle/hub separation was confirmed through examination of the customer provided photos. The image showed that the needle cannula had completely detached from the needle hub; however, the actual sample was not returned by the customer for this complaint (only a representative sample). Visual analysis of the returned representative sample did not reveal any defects or anomalies. Additionally, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any manufacturing related issues. Based on the sample received and the fact that the sample shown in the images was not returned by the customer, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the anesthetist was placing an arterial line in the patients l radial artery. The wire fed up the artery fine and the catheter itself came off the holder and went into the patient smoothly. When the wire and needle went to be pulled out only the wire came out. The needle had detached from the plastic holding end and was left in the patient's artery. It was noticed quickly , and the needle was able to be removed by hand along with the wire. No retained device in the patient.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates arterial needle cannula/hub separation in use.

Event description:
The customer reports: the anesthetist was placing an arterial line in the patients l radial artery. The wire fed up the artery fine and the catheter itself came off the holder and went into the patient smoothly. When the wire and needle went to be pulled out only the wire came out. The needle had detached from the plastic holding end and was left in the patient's artery. It was noticed quickly , and the needle was able to be removed by hand along with the wire. No retained device in the patient.